Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5068 implantable pacing lead (B)(6) 1999; 5071 implantable pacing leads (2) (B)(6) 2010; 7001 implantable defib lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing threshold measurements and no capture at high output. The rv lead was capped and an inactive chronic lead was reactivated. No patient complications have been reported as a result of this event.